Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if the device is available

Event description:
It was reported that during a surgical procedure, the scrub technician received a burn on their hand. The burn was bandaged and the scrub technician was tested. The procedure was completed successfully without a clinically significant delay. No further information was provided.

Event description:
It was reported that during a surgical procedure, the scrub technician received a burn on their hand. The burn was bandaged and the scrub technician was tested. The procedure was completed successfully without a clinically significant delay. No further information was provided.

Manufacturer narrative:
D4 additional information: catalog and gtin provided. D9 / h3 correction: tip not available for return. H6: the quality investigation is complete. H3 other text : device not available for return.